Event description:
The c-arm on this x-ray system has randomly failed to work. The c-arm can freeze up or fail to film images. Also, it can fail to move up or down. This has resulted in the c-arm being switched out during pt cases. No pts have been injured due to these problems.

Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.